Manufacturer narrative:
The customer¿s reported experience with a check IV set message was confirmed. Physical inspection of the device noted the rear case has a dented upper right-hand corner and a chipped lower left-hand corner. Signs of fluid ingress were also found beneath the membrane frame, and dried residue was noted on the bezel assembly and the lower pressure sensor. The rear case-mounting stand-off of the air in line assembly was covered with hot glue; cracks could be seen running along the bottom of the assembly, as well as on the right-side stand-off. The plastic portion of the j3 connector of the motor controller board was found to be missing; the motor harness was found to be plugged onto the j3 pins, and then hot glue had been used to secure the motor harness to the motor controller board. Review of the pump module event log shows that on (B)(6) 2015 an infusion was started with a rate of 15ml/hr and a vtbi of 1000ml. 22 minutes later, a series of four patient-side occlusion alarms occurred. The user channeled off the device and opened and closed the door. The module was then set to continue infusing at the rate of 15ml/hr; however, another series of eleven patient-side occlusion alarms immediately occurred. Finally, a check IV set alarm occurred and the user channeled off the device. The event log showed 58 patient-side occlusion alarms and 9 check IV set alarms occurred between (B)(6) 2015. Functional testing found the patient-side pressure sensor railed (stuck at high voltage); installing a known-good pressure sensor alleviated the issues. The proximate cause of the customer¿s experience with a check IV set alarm is believed to be the result of a faulty patient-side pressure sensor. The damage to the rear case is typical of the unit being dropped; impact to the rear case can result in cracking of the air in line assembly¿s rear stand-off, and is believed to be the case with this device.

Event description:
The customer sent the device to carefusion for service with a report that the air in line assembly had a circular 'crack' and the module keeps alarming 'check tubing' even when no tubing is installed. The customer has no event information; reportedly the device was either being set up to be used or was in use, and was sent to biomed with a note attached stating the reported problem, but no indication of who wrote the note or where it was from. There is no report of patient harm or medical intervention, and no additional information is available.